Manufacturer narrative:
C-1500 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. This case was submitted as a result of a retrospective review. The appropriate device details were provided and the relevant device manufacturing records were retrieved and reviewed, it was found that the reported instrument conformed to material and dimensional specification when manufactured. The instrument was returned to corin UK for examination and the failure mode was verified. As a result of feedback from the field a project has been initiated to review the thread design of this instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread has broken on a trinity std introducer / impactor handle.